Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms and damage to the white power cable were able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 2 days (25oct2022 from 02:02:12 ¿ 14:15:34, and 03nov2022 per timestamp). Events captured on 03nov2022 took place in the testing labs at abbott. Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently active on 25oct2022 form 02:02:12 ¿ 02:02:54. The alarms occurred on both power cables while the controller was connected to battery power. The alarms cleared shortly after activating. The driveline was disconnected on 25oct2022 at 14:14:21 and the controller was shut off at 14:15:34. There were no other notable alarms active in the log files. Pump operation was not affected. The system controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop with no alarms active. The controller functioned as intended. The power cables were cut open to inspect the condition of the underlying layers and the reported damage was only superficial and did not affect the underlying layers. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii IFU section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii IFU section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing random beeps from their controller for almost a week. The alarms seen on the controller were low voltage advisory on (B)(6) 2022 at 0640 and 1432, on (B)(6) 2022 at 0201 and 0202 that occurred on the white power lead. It was also noted that there was a rip in the white power cord of the controller. The controller was exchanged with no issue. The event log captured random power cable disconnect events, low voltage advisory, low voltage hazard events while using battery power.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.